Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: "IV dextrose 5% nacl 0.9% 500mls was started at 2217 hrs was due at 0417 hrs running at 83.33mls/hr. At 0420 hrs, noted infusion pump was alarming and infusion pump indicated as kvo. Noted bag had more than half of drip left. Suspected fault with infusion pump. Transferred remaining drip to another pump to continue infusion. Inc-0023149."